Event description:
It was reported that this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted that visualization of the tricuspid plane was difficult due to the patient¿s anatomy. The triclip delivery system (tcds) was advanced to the tricuspid valve and deployed on the anterior-septal leaflet. Post deployment, the triclip detached from the septal leaflet (single leaflet device attachment (slda)). A second tcds was advanced in the patient and deployed to stabilize the slda clip. After the second triclip was detached from the delivery system, it opened to approximately 30 degrees. The clip remained stable on both leaflets. The procedure was complete with the final tr reduced to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. The physician believes the slda was due to poor imaging quality and patient anatomy. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported poor image resolution was due to patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).